Manufacturer narrative:
(B)(6).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test failed. Performed share log review and a transmitter failure alert was found in the log. Perform pairing test with (B)(6) bluetooth device: failed the problem is confirmed because the share log displays a transmitter failure alert within the investigation window. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.